Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was no longer working and exhibited high impedance measurements due to a suspected fracture. An invasive procedure was performed in which the lead was surgically abandoned and replaced. Attempted to obtain additional information, however, a local field representative could not provide any further information. No additional adverse patient effects were reported.